Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who reused a single use device for peritoneal dialysis (pd) therapy. The same cassette used in a previous therapy was reused. The technical service representative assisted with restarting therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.